Manufacturer narrative:
Gtin number for item: 10012241-0500, lot: 17066106 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported texium female caps leaking during an infusion of remicade, there was no patient harm.

Manufacturer narrative:
The customer¿s report of a leaking texium female cap was not confirmed. No anomalies or evidence of damage were observed during visual inspection of the received set. Functional and pressure testing was performed; no leaks were observed. The root cause of the reported leaking from a texium female cap was not identified.